Event description:
During laparoscopic paraesophageal hiatal hernia repair surgery, an endo universal 65 reference number (B)(4), lot number p260050x stapler was used. The clear plastic piece on stapler cartridge dislodged from stapler and fell inside pt's abdomen. Clear plastic piece was retrieved in its entirety and intact.